Manufacturer narrative:
(B)(4). Evaluation summary: a visual and functional inspections were performed. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot or relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. A scratch was noted on the balloon which appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure to treat a lesion in the iliac vein. A 12mm x 60 mm x 80 cm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion. During the first inflation, the balloon ruptured at 2 atmospheres. The bdc was replaced with a new unspecified armada 35 bdc to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.